Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter display was cracked. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that on the late afternoon of (B)(6) 2010 her dog chewed the subject meter and found the meter with a cracked display. The patient also claimed the entire meter casing was also cracked. The patient informed the mss that she tests 3-4x/day and manages her diabetes with a set dose of lantus insulin and oral medication (metformin). The patient stated she continued to take her medications as usual despite the alleged issue; however, was unable to monitor her diet since she did not know what her blood glucose level was. On the morning of (B)(6) 2010, the patient reported she began to feel weak, ill and was sweating profusely. The patient stated she associated the symptoms with a high blood sugar. The patient claimed she took her usual dose of medication and the symptoms subsided approximately 1 hour later. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.